Event description:
Pt reported that a lancet, inserted in the softclix lancet device, protruded beyond the device end-cap. No unintentional puncture was reported. Pt did not provide the location where the problem was first discovered. At the time of the report, pt had already disposed of the lancet device. No product was returned to the MFR for eval.